Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 28 synergy drug-eluting stent, it was noted that the stent dislodged upon unsheathing. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged from the seventh most proximal row onwards, with struts distorted, stretched and pulled distally over the markerband and bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and midshaft section found the midshaft kinked at 3cm from the hypotube bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 28 synergy drug-eluting stent, it was noted that the stent dislodged upon unsheathing. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.